Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and housing is scratched. Complaint of unit shutting on/off could not be confirmed. Product passed functional testing and 6 hour burn-in without shutting off and on. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device had floaters. The device would go on and off. A backup device was available to complete the procedure with no delay and no patient injuries.

Event description:
It was reported that the device had floaters. The device would go on and off. A backup device was available to complete the procedure with no significant delay and no patient injuries.